Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, the system controller and user interface pcb assemblies were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.